Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a lens in the optical system is broken due to the bent outer tube. The outer tube is bent because leverage forces have acted on the optics. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope locking pin was broken. The issue occurred during the maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.